Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll when customer attempted to enter blood glucose into insulin pump. Customer's blood glucose was 104 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.